Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number (B)(6) . Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, during the procedure, the helical blade inserter broke intra-operatively. Patient was not affected. The generated fragments were removed during surgery, no additional intervention was required. The procedure was completed successfully. No prolongation of the surgery was reported. No patient harm was reported. This report is for one (1) helical blade inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The visual inspection confirmed that the impactor for helical blade was returned with multiple dents and scratches along its hand grip and alignment indicator. The hand grip and alignment indicator are worn and damaged from consistent use. The knurl screw is missing and was not returned for evaluation. The review of the production history revealed that this device was manufactured in june 2010 per the specifications and there were not issues that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. However, it is likely that over seven years of consistent use and possible rough handling during surgery has led to this complaint condition. The device is broken off, missing knurl screw not returned. No indication for product related issues device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number, UDI number. A device history record (DHR) review was performed for part # 357.372, lot # 6400594: release to warehouse date: 09-jun-2010, for export only, expiration date: na, synthes manufacture: synthes (B)(4): DHR review for part# 357.372.1, lot#6380880: release to assembly: 20-may-2010, expiration date: na, synthes manufacture: synthes (B)(4). DHR review for part# 357.372.2 lot#6204037: release to assembly: 21-sep-2009, expiration date: na, supplier: (B)(4). DHR review for part# 357.372.3, lot#6 357153: release to assembly: 15-apr-2010, expiration date: na, supplier: precision welding and finishing. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Corrected data: manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.